Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower adc device scan result of 3.1 mmol/l compared to blood glucose reading of 14.1 mmol/l and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear is 7 days. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as not feeling well, cold and shivering. The customer initially self-treated by eating biscuits and toast. The customer then administered 12 units of insulin after initial treatment. There was no report of death or permanent impairment associated with this event.